Event description:
Boston scientific received information that this product was part of a system sepsis infection. There were no additional adverse effects reported.

Manufacturer narrative:
According to available information, medication was prescribed and this system remains implanted and in service.